Event description:
It was reported the patient was undergoing surgery for a lf distal humerus fx, the surgeon was using a 1.1mm threaded guide for use with a 2.4mm and 3.0mm headless compression screws when the threaded tips of two guide wires broke off in the bone of the patient. Reportedly the tips could not be retrieved without significant damage to the patient's bone, the surgeon made the decision to continue on with procedure and leave the threaded remnants in the bone. The surgery was successfully completed with a surgical delay of five to ten minutes. This is report 2 of 2 for (B)(4)

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.